Manufacturer narrative:
Insulin ump received with scratched case, pillowing keypad overlay, cracked case behind the insulin pump at the battery compartment, cracked battery tube threads, cracked select button keypad overlay and minor scratched lcd window.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had cosmetic damage and lip ring from reservoir was damaged. Customer's blood glucose level was unknown. Customer was advised to revert to backup plan. Insulin pump will not be returned for analysis.